Event description:
It was stated that the leakage was found on the tubing near filter tube when start using. This problem was resolved by replacing with a new set. There was no reported patient involvement and there was unknown patient harm. Operator of the device was a health professional. Event occurred at the hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation.the complaint of leakage can be confirmed. Visual and functional testing was performed. As received no damage or anomalies were observed.in order to replicate clinical use, the fluid warmer was installed onto a level 1 fluid warmer (model h-1000). The heat exchanger assembly was successfully installed, no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed using an ICU medical provided syringe. A leak was observed at the infusate tubing at the inlet of the gas vent assembly. Upon closer inspection under magnification, a channel was observed at the tubing junction with spotty tubing solvent coverage. The probable cause is due to a solvent application error during manufacturing in tijuana.